Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, found the perfusion system batteries were dead. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) is going to try and order the replacement parts and repair the unit himself. This perfusion system was in storage and has not been used in at least three years. This system has been serviced by a third party for the last three years.